Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump rewound properly during rewind sequence. No rewind anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s reported via phone call that insulin pump was not detecting the reservoir and was pushing all the insulin out of the reservoir during loading. The customer¿s blood glucose level was 140mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.